Event description:
The clinic reported that a patient presented with trace dlk (diffuse lamellar keratitis) on at the one day post op in the right eye and was treated with topical steroids. The patient returned four days later and the flap was lifted and cleaned. The patient was seen again three days after the flap was lifted and the dlk had resolved. No loss of vision.

Manufacturer narrative:
(B)(4). Conclusion - customer is only reporting this event and did not request field service or clinical support.